Manufacturer narrative:
(B)(4). Batch # r9528f. Investigation summary: the device was received with the upper jaw detached not returned. In addition there was skiving of the heat shrink (shaft cover) material. All of the heat shrink material appeared to have been returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. No further investigation will be conducted on this complaint due to external cause. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the jaws of the device broke outside the patient. No pieces fell into said patient. Another device was opened and case completed. There were no adverse patient consequences.